Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system. The physician assistant could not determine if v.a.c.© therapy caused or contributed to the new bacterial strain. The patient has a recent history of chronic infections, each treated with antibiotic therapy. The patient completed antibiotic therapy on (B)(6) 2018. It was not confirmed via wound culture that the prior infection was treated adequately, and there was no infection present prior to the activ.a.c.¿ therapy system placement on (B)(6) 2018. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area.

Event description:
On feb 09 2018, the following information was reported to kci by the patient¿s family member: the patient allegedly experienced a wound infection. On feb 12 2018, the following information was reported to kci by the physician assistant: the patient has had chronic infections and allegedly developed a different bacterial strain and could not determine if v.a.c.© therapy caused or contributed to the new strain. A wound culture was performed on (B)(6) 2018, and the patient was placed on empiric antibiotic therapy. On (B)(6) 2018, the result of the culture was positive for a "new" strain, and the patient's antibiotic therapy was changed to the applicable antibiotic regimen. No additional information is available. Per review of kci records, on (B)(6) 2018, the physician observed the patient¿s wound and noted the patient was using alternate dressing, and the patient had completed his antibiotic regimen on (B)(6) 2018. The physical exam noted ¿continued serous drainage with increase with suture removal.¿ on dec 27 2017, the device was tested per quality control (qc) procedure by kci service center, and the unit passed the qc checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On mar 01 2018, the device was tested per quality control (qc) procedure by kci quality engineering and unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.